Event description:
It was reported that the stylet punctured through the left ventricular (lv) lead insulation prior to the implant procedure. A new lv lead was implanted to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. A visual inspection found procedural damage to the lead body insulation at the distal region. An x-ray examination revealed the inner coil was offset at the distal region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.